Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, sore throat, feeling wheezing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged nasal/throat irritation or soreness, sore throat, feeling wheezing. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's product investigation laboratory for investigation. Observed the following from internal and external inspection - unknown white deposits in filter inlet, unknown brown debris consistent with keratin found in filter inlet, unknown debris consistent with dust found in the bottom of the inside of device, unknown debris consistent with dust found on top of the blower, not able to confirm the presence of degraded sound abatement foam, there is no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device. The device's downloaded event log was reviewed by the manufacturer and found one erorrs  the manufacturer concludes not able to confirm the complaint or address the symptoms specified. Section d4 (unique identifier (UDI)) captured incorrectly and section d5 (operator of device) missed to capture in previous report. It has beeen updated and corrected in this report. In this report, section d9, g3, h3, h6 has been updated.